Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was laying on his side during dialysis at the time of the events. The shock impedance was low at 22 ohms for the high energy shock. Office testing could not reproduce the reduced r-waves. There was some noise found during system testing. The doctor elected to explant the system. An attempt to implant a transvenous system was unsuccessful. The doctor may have the patient wear a life-vest for now. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was laying on his side during dialysis at the time of the events. The shock impedance was low at 22 ohms for the high energy shock. Office testing could not reproduce the reduced r-waves. There was some noise found during system testing. The doctor elected to explant the system. An attempt to implant a transvenous system was unsuccessful. The doctor may have the patient wear a life-vest for now. There were no additional adverse patient effects.